Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review: results logs were reviewed. The runs were valid, met all assay specification requirements, and no error codes or flags were displayed for the controls (positive ctrl and negative ctrl). There is no indication that the alinity m sars-cov-2 amp kit (list 09n78-090) lot 521083 is performing outside of established design performance specifications according to the amplification curves analyzed. The amplification curves for the discrepant results did not appear abnormal. The plate mapping shows majority of positive sample accumulated only at the corner. According to the molecular application specialist (mas) from the ticket text, it is likely that false positives sample have been generated either by improper amp kit handling (fingerprint with contaminated gloves on top of the amp kit) or by a contamination within the instrument. · one sample had a flag for failed control; however, the result is still valid. Patient sample with positive amplification of target but failed internal control will produce valid result with a flag for internal control failure. Quality data review: device history record / batch record review: review of the manufacturing packet for alinity m sars-cov-2 amp kit (list 09n78-090) lot 521083 (and its components) did not identify any issues which could result in the reported complaint. No records related to the reported complaint were found and did not identify any issues which could have led to the reported complaint. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-090) lot 521083 and their components. This CAPA review did not identify any existing internal issues or records related to the reported complaint for lot 521083 and its components. Complaint history review: a complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m sars-cov-2 amp kit (list 09n78-090) lot 521083. The complaint history review did not identify any additional complaints related to the reported issue for the alinity m sars-cov-2 amp kit (list 09n78-090) lot 521083. Based on the results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-090) lot 521083 was not identified.

Manufacturer narrative:
Complaint will be elevated for investigation. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinity m sars-cov-2 amplification reagent kit (list 9n78-90) is similar to the alinity m sars-cov-2 amplification reagent kit (list 9n78-95) sold in the united states. Ticket does not reference a us list 9n78-95 lot number.

Event description:
Customer reported 15 false positive results on the alinity m sars cov-2 assay. The samples had all tested positive on an alinity m instrument, but they were retested with the neumo dx288 and via manual pcr. All samples generated negative results upon retesting. The false positive results were not reported out of the lab. There was no report of impact to patient management. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m sars-cov-2 assay, list number 9n78-90, which is the same/ similar to the alinity m sars-cov-2 assay, list number 9n78-95, which received FDA eua approval.